Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was attached to a patient the epg turned off automatically. The epg was replaced and returned to the manufacturer for inspection. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: customer comment was not confirmed. Normal external appearance and normal operation were confirmed at reception. The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. If information is provided in the future, a supplemental report will be issued.